Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: a result "approximately 13.0 mmol/l" and a result "approximately 7.0 mmol/l". A venous blood glucose level measured at the hospital was 6.3 mmol/l, but no comparison was made simultaneously using the roche blood glucose monitor.